Manufacturer narrative:
The customer informed the remote service engineer (rse) that the data acquisition (da) to motor controller (mc) cable was the 2nd generation version and appeared to be connected. No parts had recently been replaced. The rse advised the customer to disconnect and reconnect (reseat) the da to mc cable on both ends of the cable. This was confirmed to have resolved the alarm, and the device began to operate as expected. The customer stated that they would replace the da to mc cable as a preventative measure. In a good faith effort (gfe) response from the customer received , it was confirmed that a replacement da to mc cable was ordered, received, and replaced. The device was tested successfully, confirmed to have returned to full functionality, and returned to use. The cable was shipped back to philips for evaluation by the product investigation lab. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a machine and proximal pressure sensors failed alarm at startup. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported.the customer informed the remote service engineer (rse) that the data acquisition (da) to motor controller (mc) cable was the 2nd generation version and appeared to be connected. No parts had recently been replaced. The rse advised the customer to disconnect and reconnect (reseat) the da to mc cable on both ends of the cable. This was confirmed to have resolved the alarm, and the device began to operate as expected. The customer stated that they would replace the da to mc cable as a preventative measure. This investigation is ongoing.